Event description:
The customer stated that two years ago they used the suspect device to check their blood glucose and obtained an unk result. They said they didn't take extra insulin. They felt out of it and called the paramedics. They arrived and checked their glucose and the level was 13 mg/dl. They were taken to the hosp and given glucose through an IV.